Event description:
It was reported that on (B)(6) 2007 the patient underwent a fusion procedure in which rhbmp-2/acs, vitoss foam strip, doral graft matrix from integra life sciences corporation, radiopaque bone cement from stryker, fcan 30 from lifenet, tissue from musculoskeletal transplant foundation, and screws, set screws, rods and crosslinks from blackstone medical were used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.